Event description:
This system was explanted due to bloodstream mrsa on (B)(6) 2012. The pt had a new rv lead placed on (B)(6) 2012 for a temporary pacing system. The hospital retained this system for culturing. Should additional info become available, this file will be updated.